Event description:
Additional information received reported that when the patient returned for follow up everything looked good and the endoleak had resolved.

Manufacturer narrative:
(B)(4). Pre-implant CT¿s were reviewed. Films were non-contrast; therefore measurements were approximate and a complete pre-implant assessment could not be performed. The patient had a 5.6cm max diameter infrarenal aaa. The proximal neck diameter just below the renals measured ~26mm, was 3cm in length, and was not calcified. The infrarenal neck was angulated 60 deg a-p, and was essentially straight l-r. The distal aortic diameter measured ~26mm with some calcification present, and both iliac arteries were mildly calcified <(>&<)> tortuous. Review of 2 still angio images at implant revealed that an endurant iis stent graft system was implanted. The bifurcate was implanted with the gate (ring) positioned ~2cm above the aortic bifurcation, and both limbs were implanted into the distal common iliacs. The proximal portion of the bifurcate, including the suprarenal stents and renal arteries, were not visible in the images. Both still images showed contrast completely filling the stent grafts. Contrast was also seen outside the stent graft, primarily the patient¿s left side of the bifurcate aortic body coming from just above the level of the flow divider. A smaller amount of contrast was also seen at the same level on the right side. No other stent graft issues were observed. The exact type and cause of the endoleak could not be determined from these limited still images. Although it is possible that this was a type iii fabric endoleak, this may have also been a type IV endoleak.

Event description:
An endurant iis stent graft system was implanted for the treatment of a 59 mm in diameter abdominal aortic aneurysm. It was reported that the stent grafts were implanted and gently ballooned; on the final angiogram a hole in the stent graft was observed by the physician. An endurant cuff was implanted to treat the type iii endoleak, fabric. The endoleak greatly diminished to the point where the physician felt comfortable that it would resolve. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.